Event description:
It was reported the patient received the following results within 15 minutes: 252 mg/dl (user´s meter and 114 mg/dl (professional´s meter). Based on the result of 252 mg/dl, the user received 2 units of an unknown insulin which did not lead to experiencing hypoglycemia. At another time, on the same day, the patient received the following results within 15 minutes: 223 mg/dl (user´s meter and 102 mg/dl (professional´s meter).

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.